Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device remains implanted.

Event description:
According to the available information, though not verified, stuck pump. Patient going to the doctor on (B)(6) 2020. Device remains implanted. Additional info. Received from tm on 12/09/20: "in the or, patient under anesthesia tried pushing deflate valve and pump at same time. Pump was soft, couldn't pump, opened incision. Repeated, pump popped and were able to start inflating, closing incision."